Event description:
The customer stated that there was a crack in the casing of the insulin pump. The customer's blood glucose reading was 191 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed outside of specifications during the occlusion test due to a faulty force sensor. However, the insulin pump passes the basic occlusion, prime, displacement, and excessive no delivery alarm tests. The insulin pump was returned with a cracked case, cracked battery tube, and a damaged battery coin slot.